Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked from unspecified locations; further described as ¿coming from the door¿ during use with the homechoice (hc) device. This occurred during unspecified steps of automated peritoneal dialysis (pd) therapy; further described by the home patient (hp) as, it occurred in the middle of the night so the hp put towels under the hc device. Then the hp stated that the hc leaked again ¿so it must be coming from the door¿ (no further detail provided). Renal therapy services (rts) assisted the hp and discussed the use of continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.